Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site and performed a visual inspection as well as functional analysis of the system. No parts were returned to the manufacturer, but the software was evaluated by the manufacturer. On site analysis of the system showed that the system needed gain calibration. After calibration, the system passed all inspections, and the ring artifact went away. Software analysis showed that it wasn¿t a software anomaly.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was an artifact in the 3d spins. No patient was present at the time of the event.